Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure the cylinder was found to be torn. There were no patient complications reported.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure the cylinder was found to be torn. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested, and examined using a microscope. Cylinder 1 outer tubing was damaged by the proximal end from sharp instrument most likely during explant surgery, however a hole was identified in the inner tubing. Cylinder 1 was unable to have the pressure test completed due to the identified damage. Cylinder 2 had no leaks and no damages as observed. Cylinder 2 passed pressure test as performed. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. No leaks were found. The ms pump were functionally tested and passed within specifications. However, analysis found a hole in the inner proximal cylinder tube from the kink resistant tubing (krt) wear, which could have led to the malfunction of the device. Based on the information available and analysis results, the tear issue identified in the cylinder could have caused or contributed to the reported clinical observation of mechanical problem.